Event description:
Reporter indicated the vns was disabled on (B)(6) 2011 due to high lead impedance, and a chest x-ray illustrated a lead break overlying the left chest area. Since the vns has been turned off, the patient has had poor seizure control. Clinic notes received to the manufacturer noted the increased seizures began approximately (B)(6) 2011.surgery to replace the vns lead is likely, but has not occurred to date.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient had "a cracked [vns] lead to his vns battery". The vns was disabled. Attempts for further information are in progress. Surgery to replace the vns lead appears likely, but has not occurred to date.

Manufacturer narrative:
The initial MDR report inadvertently omitted the 30-day report designation.